Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional info was provided, which indicated the account used an unapproved viscoelastic. Root cause: no root cause could be identified by the investigation. No sample was returned. Failure to follow the directions for use. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. (B)(4).

Event description:
A nurse reported that following insertion of viscoelastic during intraocular lens (iol) implant surgery, the surgeon was unable to prime the injector because the plunger would not advance. There was no pt impact. The surgery was completed with another lens, but there was a five to ten minute delay in the procedure. The nurse indicated the use of an unapproved viscoelastic. No further info is expected.